Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported that the communicator would not charge. The patient had it plugged in for 2 days and the battery indicator light was still orange. The patient confirmed the port was not loose or wiggly. The patient stated that they were in a lot of pain and were not able to bolus and had missed boluses and now they would not be able to bolus. The patient started having trouble with the communicator charging "over a week ago." While on the call, the patient mentioned that "for about the last week", they were able to get 10 boluses per day. The patient would request the bolus and the ptm (personal therapy manager) would show the bolus had started and the patient would then get the lockout screen. The patient stated they knew they had taken 6 boluses, but the ptm showed they had 8 boluses left. The patient thought that the communicator having issues charging was perhaps not allowing the pump to connect to deliver the bolus correctly since the "boluses left" were not decreasing. The agent recommended that the patient document the time/date of requested boluses and to bring that with them to their next refill appointment and the healthcare provider could pull the pump records and the pump would show if the requested bolus had been delivered and if it had not, and why. Per the ptm, the lockouts were ¿bolus duration: 1minute lockout: 2 hours dose restriction: 1-every 2 hours max activations: 10 per day.¿ the patient also confirmed the pump time to be their current time. The patient stated that on their printout from the last fill that the estimated refill date on the printout was showing (B)(6)2024 - 124 days from the session date, but on the ptm it was showing the estimated refill date of (B)(6)2024. A replacement communicator was requested from the repair department because the communicator had been plugged in for 2 days and the battery indicator light was still orange, and it would not power on. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-jun-2023, UDI#: (B)(4) h3 ¿ analysis of the communicator found ¿corrosion around micro usb port.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.